Event description:
In 2007, the patient underwent initial surgery. Approx six months later, the patient felt pain on her jaw and the surgeon found that the plate was broken. Revision surgery was performed.